Event description:
It was reported that during a procedure, the customer experienced force issue. The case was completed by changing the catheter without any patient consequence. This complaint is not reportable malfunction event. Upon receiving the product in biosense webster lab on (B)(6) 2015, it was noticed that the peek housing was dented and the rings #3 has a lifted edge and the pebax has a hole making this event reportable. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
Refer to evaluation summary. (B)(4). It was reported that during the procedure, the catheter could not apperceive the pressure. The returned device was visually inspected upon receipt and peek housing was found dented. Pebax and helix coil was also bent. Ring # 3 had a lifted edge. A closer second inspection revealed that pebax had a pin hole. A scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pinhole section presented evidence of elongations and the peek housing surface presented evidence of mechanical damaged and displacement material between the pu/pebax and the ring. Elongation is a common characteristic of pieces which were stretched / bent. Per ring condition the catheter outer diameters were measured and it was found within specifications. Per the event reported the catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Force feature was tried to be test, however it was not possible since there was no temperature available. Further examination revealed that the thermocouple wires were broken at the tip section. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. In addition, a corrective action has been opened to address and resolve this issue damaged pebax on smart touch.

Manufacturer narrative:
(B)(4)